Manufacturer narrative:
This report is submitted on 2 october 2020.

Manufacturer narrative:
This report is submitted on 11 sep 2020.

Event description:
Per the clinic, the patient experienced middle ear suppuration resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report on (B)(6) 2020.